Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent dlif (direct lateral interbody fusion) with posterior instrumentation due to radiculopath y/stenosis. During the procedure, the distal tip of the driver broke off inside the hex of pedicle screw. Since the sheared portion was flush with inner hex of pedicle screw, a set screw would be locking a rod over that portion of the screw the surgeon elected to leave the screw in and locked construct down as normal with rod and set screw. No patient complications were reported as a result of the event.